Event description:
It is reported that the instrument broke at the thread, near the cap of the nail. The fractured piece remains in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.